Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in her insulin cartridge after several days of use. She switched to her backup infusion device and continued to experience air bubbles in the insulin cartridge. She stated that she half fills her insulin cartridges and changes it every 3 days. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.